Manufacturer narrative:
Additional information was received on august 29, 2017, direct current cardioversion was also performed on the patient. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# unknown serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
During a clinical trial, sponsored by bwi, it was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for persistent atrial fibrillation with a thermocool® smarttouch® sf uni-directional nav catheter and suffered heart failure requiring medication and oxygen. On post-procedure day 1, the patient developed heart failure with hypoxemia. Chest x-ray revealed pulmonary edema and trace bilateral pleural fluid with bibasilar atelectasis. Furosemide (diuretic) was administered and oxygen was delivered. Patient required prolongation of existing hospitalization. Issue is ongoing and improved. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related, and possibly index procedure-related. No device deficiencies occurred.